Event description:
It was reported to medtronic neurosurgery that after connecting the devices intraoperatively, the physician found that the fluid drainage was inadequate. According to the report, the physician changed the device to complete the operation. There was no impact to the patient reported.

Manufacturer narrative:
The valve was patent. It passed reflux, leak, pressure-flow and pre-implantation testing. The ventricular and peritoneal catheter passed patency and leak testing. Therefore the conditions of the complaint could not be verified by laboratory personnel. It is unknown what caused the reported event. Proteinaceous debris was observed in the interior of the valve. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. All of our catheters are 100% inspected at the time of manufacture.